Event description:
A patient reported blood glucose results of 41 mg/dl with a lifescan meter and 78 mg/dl on a laboratory device, performed within 10 minutes of each other. Between tests there was no intervention that would be expected to change the blood glucose. Based on statisical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. Checkstrip and control solution tests both passed on the meter.